Event description:
It was reported that the slave cable connection on the programmer was gone and a new one was needed. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Event description:
It was reported that the slave cable connection on the programmer was gone and a new one was needed. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event the electrocardiogram (ECG) connector was broken off of the printed circuit board. It was also noted that the display hinge plate was missing screws, and the lower case was half cracked.